Manufacturer narrative:
Technical services discussed the cardiac cycle is determined by rv sensed and paced events, or lv paced events when the pacing chamber is programmed to lv only. However, it is still necessary to have an rv lead implanted even when programmed to lv-only pacing because all of the device timing cycles rely on the rv. The artifact seen on the rv egm every two seconds was due to the automatic lead detection feature. Until an rv lead is detected, the lead impedance is measured in both unipolar and bipolar configurations. The field representative confirmed the patient had a mechanical tricuspid valve and the physician did not want to implant an epicardial pacing lead. The updated programming appears to have resolved the pauses in pacing. The system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy pacemaker (crt-p) was implanted in an off-label manner. Non-boston scientific right atrial (ra) and left ventricular (lv) leads were implanted, with the right ventricular (rv) port of the device plugged. After implant rvs and rvp markers were noted on the egms. The device rv settings were reprogrammed, with sensitivity of the rv set to agc 1.5mv and the pacing output decreased to subthreshold at 0.1v at 0.1ms. Also biv trigger was off and the tracking preference was set to off. The mode was set to ddd 60/130. However, the next day there was no sensing and loss of capture on the ra lead and the mode switched to vvi 60/130. This resulted in pauses in lv pacing of about two seconds and the patient was symptomatic. The egms showed rvp and rvs markers that caused inhibition of lv pacing. The crt-p mode was set to off and the rv egm showed pulses of sensing at about 60ppm. After all the checks were made, the mode was changed to vdd 60/130, because ra sensing was obtained. Device information was submitted to technical services to understand why rvp and rvs were occurring and how to avoid them inhibiting lv pacing. No adverse patient effects were reported.